Manufacturer narrative:
Event summary: the patient data files showed at least three applications were performed with catheter (B)(4) on the date of event. A system notice (#(B)(4)) was received indicating that the system detected a software error and had stopped the injection was triggered on application number two and three. Additionally, the data files showed at least five applications were performed with the catheter on the date of the event. System notice (#(B)(4)) was received indicating that there was a problem with the refrigerant port. This was triggered in the first application. After restarting the console system notice (#(B)(4)) was received indicating that the refrigerant delivery path was obstructed and was triggered in all applications. Visual inspection of the catheter showed blood inside the balloons. Smart chip verification indicated the catheter was used for three injections. Dissection / pressure testing showed a guide wire lumen kink at 0.8 inches proximal from the tip. In conclusion, the reported ¿blood in catheter¿ issue has been confirmed through testing. System notices #(B)(4) were confirmed through data analysis. The balloon catheter failed the inspection due to a guide wire lumen kink and breach.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating a software error. The system was rebooted, and a system notice was received indicating there was fluid in the umbilical cable. Upon further observation, blood was observed on the catheter end of the coaxial umbilical cable. The balloon catheter and coaxial umbilical cable were both replaced. The system then indicated there was a blockage in the second catheter. The second coaxial umbilical cable was disconnected, and blood was observed in the umbilical port on the console. The console was replaced, but the digital time stamp prevented use of the second console. The case was completed with cryo. No patient complications have been reported as a result of this event. On (B)(6) 2017, 15:39:00: the balloon catheter subsequently tested out of specification per the manufacturer's investigation.